Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. Good condition with no appearance of any physical damaged. Check syringe plunger sensor was found in the history. Check syringe plunger sensor was found at power up. The root cause of the reported issue was found to be that the left flipper was touching the top of the ear clip when plunger assembly was pushed all the way in. Replaced left plunger case. Performed power up process and all functional testing which passed.

Event description:
It was reported that the plunger holder was not working. No patient injury was reported.